Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and on (B)(6) 2002 and mesh was implanted due to cystocele, stress incontinence and cervical prolapse. It was reported that she experienced pain, urinary incontinence, urinary tract infections, blood in urine, very painful sex, erosion of her internal bodily tissue and other injuries following the procedure. Furthermore, the left side of her pelvic and hip areas are tender and weak. This radiates down her left leg and causes a feeling of constant pinching. It was reported that the patient underwent a tah and abdominal sacral surgery on (B)(6) 2000 and mesh was implanted. She underwent a mesh removal surgery on (B)(6) 2002, due to utis, dyspareunia, incontinence, pain and erosion of her internal bodily tissue post-operatively. In 2002, the patient underwent surgery for ¿intestines were twisted.¿ it was also reported that patient underwent removal of rivets and foreign object from pelvic area, re-lift of bladder and put sling under bladder (placed abdominally) in 2002 or 2003. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Medical records received from lake norman neurology dated (B)(6) 2010, state patient was diagnosed at this time with complex partial epilepsy. Patient reports that symptoms of numbness and left sided weakness began after an extensive gynecologic surgery nine years ago. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.